Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2 -13.00/2.5/095 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's left eye (os) on (B)(6), 2023. Lens rotation after implant was observed, lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.